Manufacturer narrative:
(B)(4). The patient was hospitalized for four days for the peritonitis event and then discharged as recovered from the peritonitis event. The cause of the peritonitis event was due to a break in aseptic technique which was further described as the patient had a disconnection between the transfer set and the peritoneal dialysis catheter which led to the patient reconnecting without performing proper aseptic technique. On an unreported date, the patient and the family were retrained on proper aseptic technique. On the day after hospitalization began, the patient was treated with vancomycin (1 gram intravenously and given the same medication and same dosage on the day of hospital discharge), gentamicin (80 milligrams intravenously on the day after hospitalization began and again on the day of hospital discharge). Four days after hospital discharge, the patient was treated with vancomycin (1 gram intraperitoneally for one dose) as a precautionary measure. Peritoneal dialysis therapy was reported to be ongoing at the time this report was received. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient had a break in aseptic technique during peritoneal dialysis (pd) which caused peritonitis. There was no further specification or description of the break in aseptic technique. Three days after the onset, the patient was hospitalized for the peritonitis event. Treatment for the peritonitis was not reported. The patient was not recovered from the peritonitis event. It was not reported if the patient was retrained on proper aseptic technique. It was not reported if dianeal therapy was ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.